Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, connection issues were reported. The physician indicated proper connection of the ventricular lead. However, it was reported that in the atrial channel, the screwdriver only clicked one time, and afterwards the screwdriver turned freely. The physician was not able to loosen the set-screw with this screwdriver, so another one was used. Another pacemaker was subsequently implanted instead. It was further reported that the associated screwdriver was not retained by the hospital.